Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 6-jul-2017, the fse replaced the z motor and completed tb 104 (e) to reduce motor current. The cup transfer test was run two times with 40 reps and no errors. The analyzer was verified fully operational. The most probable cause of the reported event was failure of the cup transfer assembly z motor.

Event description:
On (B)(6) 2017, the customer reported error 4151, cup transfer z home detect error, on their aia-900 analyzer. Technical support advised looking for dropped cups, cleaning the pickup chucks and sensor, and looking for a backed up waste chute. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of fsh and pth patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.